Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2025, the patient in due to signs of an infection. The surgeon performed a washout and revised the liner. The surgery was completed successfully ((B)(4)). Presently, on (B)(6) 2025, the patient in due to signs of an infection. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01-dec-2025. Gmk-sphere 02.12.e0211fr gmk-sphere tibial insert e-cross - flex 2r - 11mm (k202022) lot 2335804: (B)(4) items manufactured and released on 31-ago-2023, expiration date: 2028-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1202r gmk tibial tray cemented right s2 (k090988) lot 2318610: (B)(4) items manufactured and released on 18-oct-2023 expiration date: 2028-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0002r femoral component sphere cemented size 2 r (k121416) lot 2317633: (B)(4) items manufactured and released on 06-set-2023 expiration date: 2028-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.